Event description:
It was reported that during a gastric sleeve procedure, when it was repeating the last staple, in the fifth shot went the stapler staples without closing them, so they did not take the tissue leaving it open and bleeding. Finally the stapling repeats to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost (ml)? Did the patient require a transfusion? How was the procedure completed? Was there any change in the post-operative care for the patient? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip?